Event description:
The customer stated, she was hospitalized for high blood glucose readings. The reading was not reported. Troubleshooting was performed and the insulin pump passed the required tests. The insulin pump programming was correct as well.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.